Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was beeping and would not stop. The customer stated that the insulin pump displayed the reservoir and battery icon after removing the battery out of the insulin pump. The customer reported that the insulin pump did not go completely blank after removing the battery out. The customer's blood glucose was 3.2 mmol/l at the time of incident. The customer performed self-test and the insulin pump passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was monitored for 24 hours, and no blank display was noted. All operating currents were within specification. The pump passed the displacement and self tests. No unexpected low battery or off no power alarms were noted. No isolation tape damage noted on the lcd board. No frozen screen noted during testing and time clock advanced properly. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a cracked belt clip slot.